Event description:
The customer reported he was totally incoherent and was "hospitalized because his glucose level was lower than your meters indicated". The customer also reports taking glucose tablets. In addition, the customer was diagnosed with severe hypoglycemia and dextrose IV was administered. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.